Event description:
Or personnel were attending to a pt, who allegedly arrested during a surgical procedure. During an attempt as countershocking the pt, the device reportedly would not transfer energy. The pt was not resuscitated. The rptr stated the alleged malfunction did not cause or contribute to the pt's death. The cause of death was reported to be an upper airway obstruction.